Manufacturer narrative:
(B)(4). Manufacture date: november 23, 2016 - november 29, 2016. The device was received for sample evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow test was performed. The flow rates were found to be within the product specification range. The reported issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused. The infusion time was 102 hours instead of the intended 46 hours. The folfusor was filled with 96ml of 5fu and 12 ml of nacl 0.9%. There was no patient injury or medical intervention associated with this event. No additional information is available.